Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ventral hernia repair, the device would not open and became stuck on tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. Additional info requested below. Contacted affiliate for clarification/additional info: